Event description:
It was reported that the 9800 system had low kvp and low ma error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage supply and regulator board were replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.